Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 426 mg/dl at time of incident. Customer reports they did not feel okay to troubleshooting. Customer states auto mode feature was not active. Customer states upon insertion the tape not sticking. The devices will not be returned for analysis.